Event description:
Caller reported air bubbles or gaps in the tandem mobi cartridge system. Blood glucose levels of the customer did not exceed 500 mg/dl, and there was no adverse impact reported. The issue was resolved when large air bubbles were no longer present, allowing the caller to resume insulin therapy successfully. The caller acknowledged and understood the resolution.